Event description:
It was reported that the pt had been complaining about intermittency of stimulation for a while. Now they only hears a crackling noise. Testing confirmed that the device has malfunctioned.